Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00289 on (B)(6)2020. Additional information (B)(6) 2020): siemens evaluated the event and service performed, and noted that total human chorionic gonadotropin (total hcg) lite and solid-phase reagent is added by reagent probe 1, and dispense issues potentially caused the discordant results. The atellica ch im 1600 system verification indicates an acceptable performance posts-service visit, and the customer has reported no recurrence. The instrument is performing within manufacturing specifications. No further evaluation of the device is required. Section h6: results code and conclusions code have been updated. MDR # 2432235-2020-00286_s1 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform of discordant quality control (qc) and patient sample results. On (B)(6) 2020, siemens was informed that three patients samples initially resulted as positive and then resulted as negative (<2) upon repeat. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the analyzer alignments, replaced reagent probe 1, tested the water drain for residual bleach, performed the autocheck, and maintenance routine activities. Siemens is investigating. MDR # 2432235-2020-00286 was filed for the same event.

Event description:
Two discordant, falsely elevated, total human chorionic gonadotropin (total hcg) results were obtained on an atellica im 1600 analyzer. The discordant results are from two different patients. The discordant result was reported and questioned by the physician(s). The customer used the same samples and instrument to perform repeat testing and confirm the correct result. The repeat results were reported as the corrected results. There are no reports of patient intervention or adverse health consequences due to the discordant falsely elevated total hcg result.